Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[wo-02812254 s/n: (B)(6) from torrens university sa has initially come in as a selling support repair with a reported fault of "remediation¿. The unit requires a keypad replacement as part of the p4 lvp keypad recall. Testing found the unit has a faulty patient side pressure sensor. Therefore, the following parts are required. 49000540 pressure sensor assembly]. There was no reported patient involvement.

Manufacturer narrative:
Correction: describe event or problem. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: annex a: a0709. Annex b: b01. Annex c: c02. Annex d: d0301. Annex g: g0301204.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[(B)(4) s/n: (B)(4) from (B)(6) university sa has initially come in as a selling support repair with a reported fault of remediation¿. The unit requires a keypad replacement as part of the p4 lvp keypad recall. Testing found the unit has a faulty patient side pressure sensor. Therefore, the following parts are required. 49000540 pressure sensor assembly]. There was no reported patient involvement.